Event description:
The manufacturer was informed that a patient who received a mitroflow size 19 valve in (B)(6) 2017 passed away 13 days after the procedure (rds and delirio post op). The mitroflow valve was implanted to replace a perceval valve pvs23 (submitted separately under report ID: 3019892983-2021-01001).